Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device will unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. A cause of the reported issue could not be determined.